Event description:
It was reported that the patient had the pump turned off in late 2006. See also manufacturer's report #: 2182207-2007-00054. Since the pump was turned off, the patient often felt that the pump heated up in the abdomen. The skin around/over the pump became "very warm". The pump was subsequently explanted in 2008 due to "failure issues". Most of the catheter was explanted; approximately eight inches of the catheter remained implanted. The surgeon "could not get it out". The pump contained fentanyl and bupivicaine which was provided by a compounding pharmacy. The patient was reported to be on pain medication. The patient may have the pump replaced pending analysis of the pump and insurance approval.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.